Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x24mm promus premier¿ drug-eluting stent was selected for use to treat the lesion. During unpacking, when the physician pulled the device about 2/3 out of the hoop, it was noticed that the device had no less than five bends in the metal tubing. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and is within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damages were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found 4 kinks on several locations along the hypotube shaft which coincided with the damaged locations noted on the hoop. A visual and tactile examination of the device found that there were 2 kinks that were noted on the shaft polymer extrusion which coincided with the damaged locations noted on the hoop. The 2 kinks were identified in the mid-shaft 1.5 - 1.7mm proximal of the port site and in the balloon area (due to mandrel kink). The mandrel was kinked on the proximal side of the port weld site. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x24mm promus premier¿ drug-eluting stent was selected for use to treat the lesion. During unpacking, when the physician pulled the device about 2/3 out of the hoop, it was noticed that the device had no less than five bends in the metal tubing. No patient complications were reported.